Event description:
The resident was seated in the tub chair when a wheelchair (in front) of the tub chair broke off. One of the staff summoned for help immediately. Two other staff were at nurse's station and quickly went to the tub room to assist. Staff were able to keep the tub chair upright with the resident still seated in it. No injuries were reported.